Event description:
Additional information was received. It was reported the patient experienced progredience of spasticity caused by loss of pump-therapy due to missed refill. It was reported the patient (in bad health condition) was introduced by an emergency physician on 2018-aug-04. The patient had normal nutritional condition, blood pressure 101/60 mmhg, heart rate 63/min, breathing rate 23/min, no actual complaint regarding angina pectoris, no dyspnea, no cyanosis, no fever, gcs 8, and peripheral oxygen saturation 91%. - head/neck status: pupils isochoric, close, direct and indirect reaction to light. Dry tongue, pharynx non-irritated, no meningismus, rhythmical heart action, and normal heart noise. - lung status: equal ventilation on both sides, vesicular breathing noise, sonorous percussion sound. - abdomen status: weak abdominal wall, no tension, no pressure-pain, normal enteric noises. Tetraparesis. Normal pule status. No edema. No evidence of deep vein thrombosis. - electrocardiogram (ECG): sinus rhythm (sr) with normal rate 63/min, it, normal r-progression, no significant cardiac excitation disfunction, no blocks, no additional systoles. - venous blood gas analysis (bga): ph 7.35, pco2 53 mmhg, po2 62 mmhg, hb 8.6 mmol/l, k+ 4.3, na++ 135, ca++ 1.16, cl 110 mmol/l, glu 6.5 mmol/l, lac 1.0 mmol/l, be 3.9 mmol/l. The patient had known tetraparesis due to subarachnoidal hemorrhage. The patient could answer using "yes" and "no" and could react if somebody was talking with them. At 1:00, this was still possible. At 5:00, it was not possible to wake up the patient. The emergency physician was able to wake up the patient using pain-stimulus; the patient only gave "unintelligible tones." The diagnosis was suspected baclofen overdosing. The patient's syndrome was described as quantitative disturbance of consciousness with improved tetraspasticity mainly in upper extremities. Procedure included monitoring of the patient, diagnostic examination, 1000 ml ringer, transurethral indwelling catheter, u-status, and removal of fentanyl-plaster. Diagnostic findings: no meningismus, no nerve stretching signals, patient soporous, reaction on central and peripheral pain stimulus only with grimace and weak movement of upper left extremity, tetraspasticity in right lower extremity mainly, actual both arms show ashworth 0, both legs ashworth 3 with bend-spasticity, contractions suspected, talipes equinus, muscle hypertrophy, measurement of force degree not possible, no proprioceptive reflex of muscles, no pathological reflexes. Examination of coordination and upright position and walk not possible. At the check-up on 2019-aug-05, the patient was found without any vital signs. Time of death was documented as 2018-aug-05 at 00:20. A non-natural death was documented. Autopsy was performed on 2018-aug-10. Observations included accumulation of blood below the dura mater in the left back part of the head. A hematoma with influence and brown coloring of the brain tissue in the left cerebrum. There were signs of immobility, including atrophy of the lower extremities with contractures in both knees. There was no evidence regarding compression or leakage of the catheter, and no local infection. Observations regarding the diabetes mellitus included atrophy of pancreas, head bone shows yellow colouring, and glucose-test shows positive results. Observations regarding the patient's previous high blood pressure included inclusion of substance in the arteries of the brain. There were observations of fat tissue inthe artery of the body, no stenosis. Muscle reinforced heart with heart weight 380 g. Thicker muscles in the left heart ventricle up to 1.8 mm. Wider body artery, reconstruction of the cortex of suprarenal gland, and wider lung artery were observed. Thicker muscle wall of the right heart ventricle up to 0. 5 cm (normal is 0.3 to 0.4 cm) and heart tissue of right heart shows fat tissue parts were observed. Observations regarding the patient's acute cardiorespiratory malfunction included cyanosis of cortex of the brain and the nail bed. Blood of the dead person is liq uid. Weight of brain is 1270 g. Acute blood congestion at the internal organs and mucous membranes with malfunction of blood circulation at internal organs including heart and kidneys. Slight expansion of stomach, bladder and rectum were observed. Secondary findin gs included disease of gall stones (condition after resection of prostate gland (in 2001)) and bladder diverticulum with transformation of mucous membrane. The autopsy report indicated the cause of death could not definitely be determined. Signs of cardio respiratory loss were shown. The reason for death could be acute cardiac death, death due to the lung disease, or intoxication. The patient's medical history included: - traumatic brain injury in 02/2016 with subarachnoidal hemorrhage and brain contusion left side temporo basal - severe spastic tetraparesis with contractures mainly on right side and severe cognitive disfunction - therapy refractive status epilepticus since 02.2016 - implanted with baclofen intrathecal infusion system since 03.2018 to decrease muscle tonus - nitrite positive infection of urinary tract without pathogen evidence - dysphagia with surgical tracheostoma - bladder incontinence and diverticulum - resection of prostate in 2011 without malignance - antibiosis with ¿piperacillin¿ and ¿tazobactan¿ from june, 6th 2018 till june, 14th 2018 - arterial hypertension - diabetes mellitus type 2 - polyneuropathy - stenosis of a. Cerebri media right in proximal m1-segment without hemodynamic relevance - valvular aortic stenosis l. - glaucoma the patient's concomitant medication included: novamin bb; levetieracetam 750 mg 1-0-1, ass 100 mg 1-0-0, fentanyl 25¿g/h each 3 hours luminaletten 15 mg 2-2-2, kalinor 1-0-0, januvia 50 mg 1-0-0.

Manufacturer narrative:
Type of reportable event: updated to malfunction. C28554 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen (unknown concentration) at 675 mcg/day for spasticity due to traumatic brain injury. It was noted that the patient had a traumatic brain injury since (B)(6) 2016 with tetraplegia and cognitive disorders, and the pump was implanted in (B)(6) 2018. It was reported the medical report showed "progress of tetraplegia due to medication absence (due to late refill)¿. It seemed the pump was not refilled on time. The pump was refilled, and the dose was increased to 700 mcg/day on (B)(6) 2018. The dose was decreased to 675 mcg/day on (B)(6) 2018. The patient lived in-hospital and died on (B)(6) 2018 after the pump was refilled and dose was increased. The cause of death was unknown. The pump was explanted and would be returned to the device manufacturer. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. There were no applicable diagnostics/troubleshooting performed. There were no applicable actions/interventions taken. The issue was not resolved. Additional information regarding the patient¿s weight and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.